Manufacturer narrative:
Checking the manufacturing and sterilization charts, no pre-existing anomaly was discovered in the 11 items belonging to the lot number 1404785 and the sterilization number (B)(4). The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Upcoming shoulder revision surgery due to glenoid erosion. The patient currently has a lima hemiarthroplasty that will be converted to a reverse total shoulder with a custom lima glenoid baseplate. The surgeon notes excessive glenoid wear and deformity due to the hemiarthroplasty. We have been informed that the patient has currently the following implanted component: smr humeral head ø54 mm (product code 1322.09.540, lot number 1404785, sterilization (B)(4). The previous surgery took place on (B)(6) 2024. The patient is a female, date of birth (B)(6)1947. The event happened in the united states.